Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 193 mg/dl. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.